Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip on her left side on or about (B)(6) 2009. Some time after the implantation, patient began experiencing pain, numbness, and loss of mobility. Patient had the left asr hip revised on (B)(6) 2011.